Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset instructions, malfunction did not recur, customer was advised to continue using pump and to call back if any malfunction code returned, and caller acknowledged and understood instructions.